Event description:
The ge oec 9800 fluoroscopy system had the flip/flop lock stripped out. Lock would not hold.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the damaged flip/flop lock handles. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.